Event description:
Patient reported that the pump malfunctioned and the nurse manually finished the infusion. No additional information was reported. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number (B)(6). Diagnosis for use: wiskott-aldrich syndrome.